Event description:
It was reported that during a transcatheter aortic valve procedure, in the descending aorta, the hat marker was observed on the inner curve and the delivery catheter system (dcs) was rotated almost 360 degrees to get the hat marker on the outer curve. The valve was deployed at 5 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) using the cusp overlap technique and commissural alignment was achieved. During the final deployment, a paddle hang up occurred on the non-commissure (outer) paddle. Attempts to advance and retract the capsule was unssuccessful to release the paddle. Forward pressure was applied on the dcs and the paddle eventually released. Following valve deployment, a mild-moderate paravalvular leak was observed. Post-dilatation was performed with a 24 millimeter non-medtronic balloon, resulting in a trace-mild paravalvular leak. It was noted that tortuous iliofemoral anatomy and the need to rotate the handle of the delivery system almost 360 degrees may have contributed to the paddle hang up.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012914428); product type: 0195-heart valves; product ID: d-evolutfx-2329 (0013013176); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.